Event description:
During use for a cardiopulmonary bypass procedure, the roller pump speed could not be controlled by the local speed control knob. Control of the pump speed by means of the central control monitor of the heart lung console remained available. The pump was replaced with another unit. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.